Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that 10 days after implant, the patient was experiencing low flow alarms that wouldn't resolve. The system controller was exchanged to another system controller and the patient was continuing to have low flow alarms. The ramp study was also showing that the lv was not unloading.

Manufacturer narrative:
The pump remains in use supporting. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.